Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown.

Event description:
Patient reported "the most horrible things I have put in my chest" and they are as "hard as rocks". Later patient reported "capsular contracture, baker grade ii, deformity, rippling". Later healthcare professional reported "capsular contracture, baker grade unknown". This record is for the right side. Device remains implanted.